Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the report of gastrointestinal (gi) bleeding and infection could not be conclusively determined through this investigation. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) until ultimately expiring on 08jul2021 (reference MFR # 2916596-2021-03950). No product was returned for investigation. The heartmate ii left ventricular assist system instructions for use lists bleeding and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also included in this document. The instructions for use, as well as the heartmate ii left ventricular assist system patient handbook, provide information regarding how to prevent infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an esophagogastroduodenoscopy (egd) with cautery. The patient experienced fatigue and the bleeding resolved after the endoscopy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with an elevated white blood cell count and low hematocrit. The patient was taken to the gastrointestinal (gi) lab. The patient had gastric arteriovenous malformations (avms), gastritis and gastric polyp. The patient was treated with cautery. The patient was given proton pump inhibitors (ppis) and carafate. Hematocrit was improving. The driveline culture sensitivity was pending along with antibiotic treatment.